Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to clinic for follow up. Upon interrogation, it was found that the atrial lead has dislodged. A x-ray was performed and confirmed the dislodgement. The lead was explanted and replaced. There were no patient consequences.